Event description:
After the deployment of the first clip, we got excellent results with minimal mitral regurgitation. We used xtr device mitral clip system. After having successful results, we opened the lock line and noticed that the mitral clip does not seem to be as closely posterior as it should be. We did discuss these findings with the vendor and recommended to deploy the device. After fully taking out the lock line we noticed that mitral clip's arms are 30 degrees apart at least. Considering this unexpected scenario we made sure that mitral clip is not loose and after ensuring that we were not left with any choice beside removing the gripper line and deploying it completely as at this present time mitraclip cannot be retrieved. Exact etiology of incomplete arms apposition and closure is unknown and most likely a manufacturing defect. This has never been seen. Patient had moderate to severe mitral regurgitation afterward. Considering there is considerable leak and prolapse lateral to the previously deployed clip we decided to place a second mitraclip nt lateral to the first clip. We were able to reduce the mitral regurgitation to the moderate level and still pulmonary veins were systolic blunting into and with some mild reversal in the remaining 2 of the pulmonary veins. There was considerable amount of mitral leak through the first incomplete closed clip. Patient gradient across the mitral prosthesis at heart rate of 75 was near 4 mmhg. Considering that we have made at least 50% reduction in the mitral regurgitation volume by the transesophageal echocardiogram and improvement of the pulmonary vein flow, we decided not to place a third clip as it can lead to severe mitral stenosis. The results are suboptimal and we discussed the findings with the patient family.